Event description:
It was reported that patient underwent total elbow arthroplasty in 2004. Humeral segment/stem components loosened and revision surgery to replace components was performed in 2007.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of device found evidence that loosening of the segment/stem resulted from lack of interdigitation of the bone cement into the host bone.